Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Device was returned and the customer's allegation was confirmed. The result of our investigation is consistent with the customer's description of failure. The light guide cable connector of the considered scope is loose. Indentations are visible on the light guide connector, which may have been caused by a tool. Additionally, the scope shows normal signs of wear due to aging. According to the service manual, these are not considered critical. Therefore, these signs of wear are not considered for further investigation. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, that the arthroscope had a light cable connector loose. The issue was found during maintenance. There were no reports of patient harm as a result of this event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.